Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. There was <1cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Performance testing confirmed the complaint, the device leaked. It is most likely that the device was on the lower end of adhesive injection volume for the primary adhesive ring, and that the technique used in the application process did not allow for optimal dispersion around the opening. The device was sufficiently cured to pass through the 100% leak test, but not enough to endure shipping, handling, and pressure changes. The completed investigation and add¿l info deemed this MDR reportable on (B)(4) 2012. (B)(4). Method - actual device ¿ component/subassembly failure. Conclusions ¿ device failure directly contributed to event. All info has been placed on filed with quality management for appropriate tending, tracking, and follow-up.